Manufacturer narrative:
One new sample item # 011-mc3322 was returned for evaluation, as received no physical damage or anomalies were visually observed on the sealed product. No mating devices were returned. The sample was tested as per procedure and no leaks, occlusions or anomalies were confirmed after priming. Complaint of leaks cannot be confirmed or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 2/9/2024.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event occurred on various dates between november and december 2023 in the intensive care ward. The event involved a 15 cm (6") appx 0.35 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer where it was reported patients have not received medication due to leakage in the luer lock coupling to the svk/pvk. This occurred during continuous infusions using syringe volume pumps. The defect was visible, and the location of the defect was in the luer lock. The patient/ health care provider were treated with painkillers. After using the product, the cracks were detected. There was patient involvement but no patient harm.